Event description:
As implant surgi-guide was used for planning and placing two (2) implants in the maxilla. After preparing the site for region 15 (#4) the dentist noted a lack of a buccal bone plate. Whereas the other implant in region 13 (#6) was placed successfully, the implant in region 15 (#4) was not inserted as intended, thus the surgical treatment was not completed as planned. This implant is intended to be placed at a later date.

Manufacturer narrative:
Therefore, because an additional surgery is required, this event is reportable per 21cfr part 803.